Event description:
In 1998 the patient underwent surgery to correct a pectus excavatum deformity. Patient was seen on 9/22/1998 by surgeon and complained of pain at that time. The doctor noted assymetry of chest and patient received a cat scan. Doctor did not see patient again. On 2/24/2000 patient was seen by a different physician and it was determined that the pectus bar stabilizer had broken. Patient did not know when the plate broke. Revision surgery was performed in 2000 to correct problem.